Event description:
It was reported that noise was noted on the implantable cardiac monitor (icm) electrocardiogram (ECG) report. The device is still in use. No patient complications have been reported as a result of this event.